Event description:
During the surgery performed on (B)(6) 2020, the surgeon had difficulties while positioning the liner with code 5885.42.262 and lot 1881098 into the cup with code 5552.15.540 and lot 1817593. In details, according to what reported by the source of the complaint, when the surgeon impacted the liner, it was in a suboptimal position. The liner was then removed and repositioned, but correct stability was not achieved (the complaint source reported that the liner appeared too small for the cup). The surgeon therefore decided to use another available liner (code 5885.42.260 and lot 1880646). According to the information received, during the reduction phases the liner came out of the cup, the surgeon then removed it and made a second attempt, this time reaching the correct stability. The problem caused the surgery time extension of 30 minutes. Event occurred in italy. Note: among the involved components, only the acetabular cup is marketed in the USA.

Manufacturer narrative:
Based on our analysis, the actual suspected code is the ceramic liner, which is not marketed in the USA. The acetabular cup was in fact positively implanted and the result of our investigations suggests that the most probable cause of the issue reported is the initial malpositioning of the ceramic liner inside the acetabular cup. By the check dhrs, no pre-existing anomaly was found on the lots involved (liner with code 5885.42.262 and lot 1881098, cup with code 5552.15.540 and lot 1817593, liner with code 5885.42.260 and lot 1880646). This is the first and only complaint received on these lots. The liner with lot 1881098 was returned to limacorporate for analysis. The other components were instead correctly implanted, despite the initial difficulty in positioning the liner with lot 1880646. The analysis performed on the retrieved liner confirmed that the most probable cause of the issue reported is related to an initial malpositioning of the liner. Event not product-related. No specific actions for this case, limacorporate will continue monitoring the market to promptly detect any further similar event.

Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the acetabular cups with lot#1817593. First and only complaint received on this lot#. We will submit a final MDR afer the final investigation.

Event description:
During surgery performed on the (B)(6) 2020,the surgeon could not properly implant the liner 5885.42.262 (code not marketed in the USA) into the cup 5552.15.540. Thus he decided to use another liner (5885.42.260, code not marketed in the USA), but it came out during the reduction phases. Aa a consequence, the surgeon removed it and tryed to implant it again, with a satisfying result. This issue caused 30 minutes of prolonged surgery time. Event happened in (B)(6).